Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer reported their blood glucose was high from the food they have eaten. The customer also reported the air bubbles were large in the reservoir. Customer stated they did rewind the insulin pump with the reservoir in place. Troubleshooting was unable to clear the air bubbles with a fixed prime or manual prime. The customer declined to return the reservoir for analysis.